Manufacturer narrative:
No product was returned. The cause of the delivery issue was determined to be patient condition as the patient had tortuous anatomy with stenosis right axil preventing successful delivery of impella. The device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that implantation of an impella 5.5 was difficult due to tortuous patient anatomy. Instead, a new impella 5.5 was implanted on the other side.